Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral access site to support a 81 year old female patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. The cp allowed for the pci but, due to an access site bleed around the sheath, the team made decision to explant the pump. The patient was noted to be hemodynamically stable post explant. Of note the patient was on both anticoagulants and antiplatelets. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient has survived the harm.